Event description:
During an explant procedure, the helix of the right atrial (ra) lead and right ventricular (rv) lead could not be retracted. Both leads were successfully removed via laser extraction. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: addr01, ipg, implanted: (B)(6) 2011. (B)(4).